Event description:
Litigation papers allege: on (B)(6), 2006, patient was implanted with a depuy pinnacle hip implant on her left side. In (B)(6) 2009, patient developed painful swelling in her left hip due to an infection. Doctors drained fluid from the hip, and later performed an arthrotomy for infection. Several months later, doctors performed an excision of soft tissue, a cyst and abscess in the left hip, and later, an arthroplasty of both left hip replacement components. After these treatments failed, the entire depuy pinnacle hip implant was removed during a revision surgery occurring on (B)(6), 2010.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).